Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from an undefined area. In addition, it was reported that a minimum fill notification occurred. Tandem technical support could not gather additional information before customer ended phone call.